Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl and juice was consumed to address bg. Cause of low bg was not known. Customer declined to upload pump data for tandem technical support to review. Recommendation was made for the customer to discuss event with a healthcare provider.